Event description:
It was reported that the patient experienced hyperglycemia with a fingerstick glucose of 447 mg/dl while using a steel infusion set; the patient and spouse paused insulin delivery, administered a subcutaneous insulin pen injection, performed a supply change, and then resumed pump delivery, after which glucose decreased by about 100 mg/dl. Symptoms included hyperglycemia and sleepiness/drowsiness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.